Event description:
Philips rec'd a report that the site had placed a svc call to inform philips that their emergency stop switch assembly is inoperable. There was no report of operator or pt involvement.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field svc engineer (fse) arrived at the site and found the emergency stop (e-stop) button laying on the end of the table and emergency e-stop assembly located on the table end was disabled. In this state, the system would continue to work but pressing the e-stop button would have no effect. The fse believes that the plastic ring, which holds the e-stop assembly in place, may have been caused by a crack in it; thus causing it to come loose. The four other e-stop buttons on the forte camera were still enabled and functional on the system. The e-stop assembly was serviced and replaced, tested by the fse and found to be working properly at the site. (B)(4).